Event description:
A consumer implanted for peripheral causalgia reported they woke up on (B)(6) 2016 and couldn't feel stimulation, and experienced a loss of therapy. It was further reported the patient programmer (pp) wouldn't turn stimulation on or off. The pp was used to try and check the device, but only the green light came on for the 9 volt battery. It was recommended for the consumer to follow-up with their doctor as it was thought the implantable neurostimulator (ins) battery was dead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.